Manufacturer narrative:
The insulin pump had a constant motion sensor test failure alarms noted during rewind due to out of phase motor encoder signal. Analysis was unable to confirm, motor error alarms, no reservoir alarm anomaly and units left on status screen anomaly due to motion sensor test failure alarms. The insulin pump had a scratched display window noted. The displacement test was unable to be performed due to motion sensor test failure alarms. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 111 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.